Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
Failure to power on device may prevent or delay defibrillation, which could cause an adverse event. No patient involvement.

Event description:
The distributor contacted heartsine to report that their device was failing to power on. Failure to power on device may prevent or delay defibrillation, which could cause an adverse event. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device could not be powered on via the on/off button. The fault was attributed to moisture and corrosion within the device that had damaged the on/off circuitry. It is unclear how the moisture had penetrated the device, however the internal track damage on the pcba and corrosion on components may indicate the device had been in the presence of moisture for a prolonged period. The device was scrapped by heartsine and the customer was provided with a replacement device. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.